Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at ipg site. Surgical intervention was undertaken where the system was explanted per the patient's request.